Manufacturer narrative:
Continuation of medical device: addr01 ipg implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead experienced increasing and high thresholds, in addition to increasing and high impedance measurements. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as aresult of this event.